Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed the reported phenomenon. Omsc was found to be a silicone-based substance by component analysis of white foreign substances. Since silicone is a substance used for many purposes, the cause cannot be identified from this analysis, but it may be an antifoaming agent and so on. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated. Then the subject device was returned to omsc for evaluation. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed from the user that during preparation for use, it was found that the air/water nozzle of the subject device was clogged. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.